Event description:
It was reported that during a prostate procedure the ¿doctor heard two consecutive booms during his procedure and he had feeling to see a flash close to laser aperture." The procedure was completed with turp. Patient outcome or user outcome: ¿no harm reported to patient.¿ additional information not reported.

Manufacturer narrative:
Product evaluation: the console was evaluated in the field on march 20, 2014. Information extracted from the service report: ¿complete visual inspection of all electronic board and all parts. Nothing to declare. By precaution I also performed a 18 min stress test which is successful. Laser works properly according to ams specifications.¿ probable root cause: based on the field service report results the reported issue was unable to be reproduced and therefore the root cause was undetermined.